Manufacturer narrative:
Insulin pump received with no menu button response due to corroded keypad traces. Unable to perform the self test or displacement test due to no button response. No frozen screen noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer also stated that the buttons are working proper after verification. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions until the replacement pump arrives. The insulin pump will be returned for analysis.